Event description:
Multiple burns that occurred during a typical electric muscle stimulation treatment. Patient stated about 6 minutes into the treatment that he felt some discomfort under the pads. The treatment was stopped and pads removed and blisters were noted in several locations. FDA safety report ID # (B)(4).